Event description:
A caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.